Event description:
It is alleged pt was put in posey roll belt #1135 with one side rail in the "up" position, and one siderail down. The bed was positioned against the wall. It is belived that the pt used their feet to push against the wall and roll the bed away from the wall. Because one side rail was down. This allowed the pt to roll off the bed and suspend themself off the floor. The pt was found dead by the staff when monitored approx 2 hours later.